Event description:
It was reported that intra-operatively, the tip of a polaris 5.5 multi-axial screw inserter fractured and it was discovered that the threads on a polaris 5.5 torque limiting wrench were warped. Additionally, a dorsal height adjuster was found to have a twisted tip. There was no patient impact. This is report two of three for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h4 and h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is fractured. Root cause: a definitive root cause could not determined, but wear through multiple uses over time or excessive forces applied during use could cause the tip to fracture. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2025-00060 through 3012447612-2025-00062.

Event description:
It was reported that intra-operatively, the tip of a polaris 5.5 multi-axial screw inserter fractured and it was discovered that the threads on a polaris 5.5 torque limiting wrench were warped. Additionally, a dorsal height adjuster was found to have a twisted tip. There was no patient impact. This is report two of three for this event.